Event description:
Alaris contacted by reporter requested assistance in reading event log for incident of overinfusion of morphine. She stated she was relatively sure event resulted from programming error. Stated initial physician's order was for "morphine 1 mg/hr." Stated someone wrote over the 1 on the order sheet to make it 2, and in the process obliterated the decimal point, making it look like "20 mg/hr." She thought the staff programmed a 20 ml/hr continuous rate. Device was in pca plus continuous mode. Their max limit set on an hourly basis is a default of 15 mg. Infusion started at around 4pm on event date. Event was discovered the next morning around 8-10 am. Per reporter pt was thought by staff to possibly be opioid tolerant, and because it was the night shift, the staff thought he was sleeping and may not have aroused him enough to adequately assess him. Pt found apneic and required multiple doses of narcan reversal agent. Pt did not require CPR. Customer reported no long term sequelae. Device's event log was reviewed, showing the following parameters were entered: pca dose = 1mg; lockout interval = 6 minutes; cont dose = 20mg/hr; max limit = 15 mg/hr. Data from the log indicates that during the 14 hours in which the channel was used, a total of 7 syringes were installed and infused for a total volume of approximately 220 ml. Also noted on the log was that with initial syringe, and every new syringe installed, the user received a guardrail warning indicating that the max dose had been exceeded and that they elected to proceed in spite of this. The reported overinfusion of morphine appears to be resulted of user programming.